Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2019. Approximately 4 years and 1 month after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: polyethylene wear right knee prothesis, severe synovitis finding: patient had very severe synovitis of the knee. It looks like caseating type of debris. There was no purulence and the tissue had no evidence of infection. There was a very large effusion. The liner was very worn both medially and laterally. The posterior aspect of it medially had broken. There was no scratching of the tibial or femoral component. Patient then woke from IV sedation anesthetic was transferred to a gurney and taken recovery room.

Manufacturer narrative:
D10: concomitants: 02-010-03-0340 - logic cr femoral cem, right, sz 4 5726241. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 5877369. 200-02-35 - three peg patella 35mm 5711132. Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2023-01670. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2023-01670.